Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover of the headlight was cracked and the headlight was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover of the headlight was cracked and the headlight was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the crack of the cover, leading to missing particles and the detachment of headlight could be considered a technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the failure ratio of the headlight¿s detachment is very low and the failure ratio of cracked cover, leading to missing particles, is moderate. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. As stated by the subject matter expert, to solve this type of issue, the ¿cover and fork kit¿ should be replaced. The root cause of this incidence by: - a wrong manufacturing process of supplier: bad gluing and/or degreasing, wrong parts (too little or too much adjustment between two parts). - an incorrect or improper use. To prevent any similar event, maquet sas recommends to check the light heads for impact marks or any other damage (lucea 50-100 instructions for use 01741 rev. 10, pages 26-27). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.